Manufacturer narrative:
(B)(4). It is unknown which device is involved in the reported event. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent a hybrid endovascular aortic repair to treat a thoracoabdominal aortic aneurysm. Prior to the procedure, the celiac, superior mesenteric, and bilateral renal arteries were surgically bypassed. During the procedure, a conformable gore® tag® thoracic endoprosthesis (tgu343420/17437820) was placed proximally in the descending thoracic aorta, and three gore® excluder® aaa endoprostheses were placed distally in the abdominal aorta and common iliac arteries. A procedural angiograph reportedly revealed a proximal type I endoleak. The physician implanted an additional conformable gore® tag® device (tgu373710/17787316) approximately 3 cm above the proximal thoracic endoprosthesis, and the endoleak was resolved. The procedure was concluded without any further reported complications. The patient tolerated the procedure. On either post-operative day 2 or 3, the patient reportedly developed numbness in both lower extremities. According to the report, the physician did not learn of the patient¿s numbness until the following day, at which time the patient had paralysis from level t-10 through both legs. The physician will continue to monitor the patient.